Event description:
It was reported to physio-control that the customer's device showed all three indicators (chage-pak, attention, and service wrench) in the readiness display. From the downloaded device data file it was observed that the device's internal hlc batteries had been completely depleted. Therefore the device may not have been able to provide sufficient defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The device's charge-pak battery charger was replaced. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.